Event description:
This was a bilateral system. Reference MFR 3004209178-2013-03247.

Event description:
Additional information stated that the patient's "early experienced" with the stimulation was "variable". It was reported that the patient "ended up in the emergency room once with side effects of the stimulation" and it was noted that this was "resolved with adjustments of the parameters". It was additionally noted that the patient received "substantial benefits after stimulator parameter adjustments" and that the benefits were "transient, lasting a few weeks or a few days after which the tic severity would increase again". It was also noted that the patient's physician was "able to achieve long term substantial improvement in his tics". It was reported that during a "recent" adjustment of his stimulation, the patient reported "cognitive side effects" that were stated as "fogginess". It was noted that the "fogginess" would "resolve" when the patient's stimulation was shut off. It was further noted that after the stimulation was"off for a few days, the tics became severe again" and would improve when the stimulation was turned back on. It was stated that "initially the fogginess didn't return when he turned the stimulators back on, but eventually it did". It was noted that the last time the physician saw the patient was (B)(6) 2013 and that the patient "seemed to again be doing well" after a stimulatory voltage adjustment. The patient's physician stated that he considered it "unlikely that the deep brain stimulators played a role in the accident" and additionally noted that there was "no way at that point to know for sure".

Event description:
It was reported that a patient who had tourette syndrome slid off the road in his car and died in his car. The reporter stated that the patient died in a car accident resulting from a medical condition. It was unclear if the patient was using the device to treat tourette syndrome. (B)(6) days later, it was reported that the cause of death was blunt force trauma. The reporter stated that there was no autopsy done as the patient was known to have tourette's and was on medication as well as having the device. It was reported that the patient got in an accident and expired due to injuries sustained in the accident and there were no illegal drugs or alcohol involved. The reporter "hinted" that the patient "may have had a tic or something and overcompensated and got in an accident". Additional information has been requested but was not available as of the date of this report. See MFR report # 3004209178-2013-03247.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v049849, implanted: (B)(6) 2007, product type: lead. Product ID 3387s-40, lot# v100746, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).